Event description:
The customer reported that the device did not activate during a laparoscopic nissen fundoplication. The procedure was reported as having been extended for 45 minutes due to the non-activation. The customer also reported that the pt lost 750cc of blood during the procedure. To date, the customer has not indicated whether the reported blood loss was related to the device not activating or if it was anticipated for the procedure. There was no reported pt injury. Additional questions have been extended to the site regarding the device and incident.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2014. Visual inspection of the disposable hand piece was performed and three connector pins on the pin pad were found to be damaged. Covidien performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device did not return a welcome tone and there was no green light to indicate system readiness. The assembled device did not activate confirming the customer's report. The root cause of the device not activating was determined to be the damaged dissector battery contact pins. The user's guide for this system states to: visually inspect all system components for breaks, cracks, nicks, or other damage. Ensure the availability of backup equipment to protect against unexpected system failure.